Manufacturer narrative:
Device-a-d6: device returned with no lot ID. Based on the info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument rec'd empty and locked out. As the instrument was rec'd empty, furth functional testing could not be performed. It could not be determined as to why the clips reportedly did not hold.

Event description:
It was reported by the rep the device was used during a laparoscopic cholecystectomy. It was reported the clips on the er320 would not hold on the cystic duct nor on the cystic artery. A second applier was opened to finish the case and the clips would not hold with it either. The case was completed using the second clip applier. There was no consequence to the patient.